Manufacturer narrative:
Device evaluation: the manufacturer's international service technician was unable to duplicate the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported the device was being used on ac power when it switched to battery mode while in use on a patient. There was no patient harm.